Event description:
Per the audiologist, the patient reported "tenderness" over the implant site. During revision surgery in 2007, it was determined that the cochlear implant was sitting on top of the patient's temporalis muscle. The patient's device was explanted and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report.